Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion pump for non-malignant pain and other chronic/intract pain. It was reported that a couple of years back, the wrong medication was put in the patient¿s pump and it had to be removed. The patient¿s mesh pouch could not be removed because it was too scarred in. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.